Manufacturer narrative:
The insulin pump had a button error alarmed due to flattened dome switch at act button on keypad trace. We were unable to verify the excessive no delivery alarm due to button error. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had button error alarm and no delivery alarm. The blood glucose at the time of the incident was 114 mg/dl. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.